Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the check valve was stuck. The check valve was cleaned, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was delivering high co2. There was no report of patient injury.